Event description:
While tightening a screw into the acetabular cup, the tip of the cardan screwdriver broke. Tip remained in pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.